Event description:
It was reported the camera head had an image failure and the sheath tore from the cable. There was "patient damage" and the arthroscopic right shoulder surgery for outlet impingement with rotator cuff rupture had to be aborted due to the failure. The patient was admitted to a hospital for surgical treatment as it was not possible to offer treatment at the facility in a timely manner. There were no reports of further patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on final investigation. Updated fields: d8, d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was able to confirm the customer report and determined the following cause: due to damage on cable unit, the endoscopic image cannot be displayed. Additionally, there was detachment of cable unit. A definitive root cause cannot be identified. The most probable cause of the identified failure is cause traced to user. The event can be prevented by following the instructions for use which states: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had an image failure and the sheath tore from the cable. There was "patient damage" and the arthroscopic right shoulder surgery for outlet impingement with rotator cuff rupture had to be aborted due to the failure. The patient was admitted to a hospital for surgical treatment as it was not possible to offer treatment at the facility in a timely manner. There were no reports of further patient harm.